Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not turn on. Upon troubleshooting fse found that fan tray was not working and not providing power to the system. To resolve the issue, fse replaced the fan tray. The defective component was returned to philips for analysis and found that there was failure in psu1 and psu2 (power supply unit 1 and 2). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.